Event description:
Ous MDR - after an implantation time of about 31 months, oversensing was reported. There are no adverse pt effects reported. The ICD and lead were explanted. MDR 1028232-2009-00697.

Manufacturer narrative:
Ous MDR - the ICD proved to be functioning normally and was within specifications for both the connection system and the electronics. In particular, the signal sensing of the ICD was shown completely functional. The analysis did not find any manufacturing error or material defect at either the lead or the ICD.